Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) oversensed noise in the primary sensing vector resulting in an inappropriate shock. Isometric movements and pocket manipulations were successful in recreating the noise in both the primary and secondary sensing vectors. The physician elected to surgically intervene as the s-ICD was included in the s-ICD premature depletion advisory population. Upon opening the pocket, it was observed that the s-ICD had rotated in the pocket towards the armpit only secured by a single anchor point. The physician suspected that the second anchor point had come off. The s-ICD was replaced with a new device and moved from subcutaneous to intermuscular. Attempts to recreate noise with the new device were unsuccessful.